Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, which was associated with the patient¿s pd catheter complications. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum the cause of the peritonitis can be attributed to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler at home, as reported by the pdrn. This is further evidenced by the presence of a gram-positive bacteria that is an organism found on the normal flora of human skin and is a well-known contributor to peritonitis through touch contamination. Based on the required information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was due to any deficiency or malfunction of a fresenius device or product in the initial reporting. Upon follow up with the pdrn, it was reported this patient was admitted to the hospital on (B)(6) 2020 following drain complications involving his pd catheter during ccpd therapy at home. To assess the cause of the patient¿s pd catheter complications, peritoneal effluent fluid cultures were taken in the hospital on (B)(6) 2020 which presented with staphylococcus epidermidis with a white blood cell (wbc) count showing 4498/mm3. The patient was diagnosed with peritonitis, yet no cause was reported from the admitting hospital. It was reported by the pdrn the cause of peritonitis was most likely a lack of aseptic technique during ccpd therapy on the liberty select cycler at home. However, that was no identified as the definitive cause. The patient was prescribed intraperitoneal vancomycin at 2000mg (frequency and duration unknown) and was able to undergo ccpd therapy on a hospital provided baxter cycler and baxter products (not fresenius products) during this hospital stay. The patient was discharged on (B)(6) 2020 and prescribed oral bactrim (dosage, frequency and duration unknown). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home with no further reported adverse clinical events.